Manufacturer narrative:
The ae assessor spoke with the patient for further investigation of the report of hypoglycemia, bg of 39 at 3:30 am. The patient reports that she typically has 2 episodes of early morning hypoglycemia, (bg in the 60s) weekly around 3am, and is prone to hypoglycemia every sunday at church as she misses her mid morning snack. The patient wears a cgm unit and can usually detect her hypoglycemia. The patient is physically active, she has lost 12 pounds over several months due to lifestyle changes; patient weight went from 172 to 160. The patient boluses 1 click per meal unless she has "a lot" of carbohydrates and then she takes a 2 click bolus. If the patient. Skips her mid morning snack or her afternoon snack, she has hypoglycemia. If the patient bg is not greater than 120 before bed she eats a bedtime snack; if the patient has more than her usual physical activity during the day, she eats a bedtime snack. The vgo 20 likely is more basal insulin delivery than this type 1 diabetic requires patient is eating to try keep her bg in the 100 to 140 range.

Event description:
The patient stated this morning at 3:30am her blood sugar was 39. The patient woke up, the patient said she was not functioning, was not thinking. Patient husband had to help her to the bathroom as she stumbled. Patient husband gave her juice, patient blood sugar came back up to 80. At 6am her blood sugar was down to 68. She drank more juice. This morning about 8am her reading was up to about 140 after she had eaten. The patient stated her normal range is around 135.